Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
Malformed clips. It was reported that during the thoracic surgery, when severing vessel, after fired, noted the clip malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.